Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a minimum fill notification. Reportedly, customer filled the cartridge with 300 units of insulin and did not under-fill the cartridge. Additionally, it was reported that an occlusion alarm occurred. Troubleshooting was unable to be performed as the customer did not have any supplies. Tandem technical support offered to follow up when the customer obtains supplies; however, the customer declined. The customer's blood glucose was 466 mg/dl.